Manufacturer narrative:
The implanting clinician swab the wound for infection on the implant procedure's date because the patient has a history of developing infections. The culture's results were negative. The implanting clinician disclosed to the clinical representative that he believes the patient is rejecting the lead due to the body's reaction. The implanting clinician also noted that the patient is a smoker, and this may be affecting wound healing. The implanting clinician decided not to revise the leads and decided to perform an explant procedure on (B)(6) 2020. Based on this information, the wound not healing was confirmed/replicated; there is no evidence that the product did not meet specifications. The stimulator is used for the treatment of pain. The cause of the wound not healing is unknown/no problem found.

Event description:
On october 6, 2020, the clinical representative was made aware that a patient's incision site had opened in the receiver coil pocket site by the implanting clinician.